Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A 3i t3® tapered implant 4/3 x 11.5mm (bopt4311) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and no damage. The returned device was measured and verified. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. The reported device location is unknown and length of usage is same day. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2021040583). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021040583) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that using guide, implant was not deep enough after placement. Implant was unscrewed and contaminated by saliva. Site was grafted. Patient not returning for additional appointments. As a result of the event no injury to the patient was reported. Tooth location not reported.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0001038806-2021-02421 and 0001038806-2021-02421-1. Were reported in error. Please disregard these submissions. No further reports will be submitted for this event.

Event description:
No further event information available at the time of this report.